Manufacturer narrative:
Treatment start date was not obtained. It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported she experienced hyperglycemia due to a bent infusion cannula, and she believes the infusion device did not properly provide an e4 occlusion error. She bolused for dinner on (B)(6) 2013, and her blood glucose was 26 mmol/l (468 mg/dl) 2 hours later. It then increased to 29 mmol/l (522 mg/dl), and her target range is 6-7 mmol/l (108-126 mg/dl). The headset was inserted at 10:30 a.m. That morning, and she removed the headset at 9:30 p.m. And noticed the cannula was bent. She changed the headset and her blood glucose decreased to her target range. She practices site rotation and inserts the headsets manually. She was unable to provide the lot number or expiration date of the alleged infusion set. The infusion device and infusion set were requested for evaluation, and patient was advised to switch to her backup infusion device. She was sent replacement infusion sets and an insertion device. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The infusion set was not returned and the lot number is unknown; therefore, no investigation could be performed. The production reports of the infusion device were reviewed, and the production data complies with the specifications. Device was not returned to manufacturer.